Event description:
Procedure type: urological/gynecological. According to the report: the patient was treated for pelvic organ prolapse and/or stress urinary incontinence. Patient experienced mesh erosion, hardening, pain and worsening urination leading to additional surgery. Patient will continue to require healthcare services.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sd reference #: (B)(4).

Manufacturer narrative:
(B(4). Date of initial report sent: 12/06/2011. Date of supplemental #1: 01/25/2012. Date of supplemental #2: 04/25/2012.

Event description:
According to the operating room record of (B)(6) 2003 procedure performed was trans vag sling, cystoscopy, with a pre-op diagnosis of stress urinary incontinence.